Event description:
It was reported that the insulin pump alarmed no delivery, and the customer requested its replacement. The customer stated that the no delivery alarm occurred 3 or 4 times per week. The blood glucose reading was 200 mg/dl in the morning at 7:30 am. The customer attempted to treat with a bolus of 4 units of insulin, and the blood glucose reading lowered to 127 mg/dl by 10:00 am. By 2:00 pm, the blood glucose reading was 348 mg/dl. He stated that he had not tried to bolus again since the night prior. He declined troubleshooting assistance and requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.